Event description:
The customer reported an issue with the meter. Upon investigation, the meter was found the exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers had retailers have been informed through the letter.